Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement performed on (B)(6) 2021. During preparation, upon opening the package it was noted the internal bolster was detached from the tube. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement performed on (B)(6) 2021. During preparation, upon opening the package it was noted the internal bolster was detached from the tube. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: a securi-t replacement bolster was returned. During product analysis, it was observed that the internal bolster detached. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to the due to the manipulation or technique used, an excess of force could have been applied resulting as detachment of the internal bolster. The traces noted under microscope indicates that the internal bolster was attached to the unit. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.